Event description:
Boston scientific received information that this patient had hemothorax after implant of this left ventricular (lv) lead during a device upgrade. The patient currently has a chest tube. No additional information received. Lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.